Event description:
The clinician reports that the day the implant was placed in ada 23, failure occurred upon insertion. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and increased sensitivity. No further patient complications were reported.